Manufacturer narrative:
The insulin pump was received with a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. There were missing segments and partial display due to a cracked zebra connector. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in via phone to report damage to his insulin pump. Customer was unsure of how the damage occurred. Customer stated that there was a crack on the outer edge on the reservoir compartment, and it was about 1/8th of an inch long along with other fractures on the reservoir. The customer's blood glucose was 128 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.